Event description:
A patient reported experiencing inaccurate high results with a ft meter. The patient's blood glucose results were 223 mg/dl vs. 165 lab. Tests were done within 10 minutes with a difference of 35%. Patient did not experience any adverse events. No further information has been reported.